Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a device upgrade procedure, insulation damage of the right ventricular lead was visually observed. A sleeve was placed over the insulation damage and all electrical measurements were normal after the lead was connected to the new device. The patient was stable.